Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
There is something wrong with the size 11 corail broach. The trial necks will not seat properly on the broach, it gets 3/4s way there and stops, will not seat further, becomes very hard to reduce trial neck on to broach.

Manufacturer narrative:
Examination of the returned device confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.